Manufacturer narrative:
Correction field: b4, g3, g6, h2, h6 (type of investigation), h11. (B)(6), an ems crew member, called for assistance with a gas loss alarm on a cardiosave during use. No patient harm or injury was reported. He stated that the alarm had occurred during transport and noted that he had not used the help screen or the iab fill key. The esp personnel had him verify that there was no blood in the helium tubing, that all connections were secure and appropriate, and that there were no visible kinks in the line. (B)(6) then performed a fill, which resolved the gas loss alarm and allowed therapy to resume. The esp personnel explained the nature of the alarm and, based on the information he provided regarding the patient¿s hemodynamics and clinical presentation, determined that the alarm was likely caused by movement. The esp personnel encouraged (B)(6) to pass their contact information to the receiving facility and to call with any additional alarms.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11. Corrected field - d2b, d3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported emergency support program during use that the cardiosave intra-aortic balloon pump (iabp) unit had gas loss in iab circuit. There was patient involvement but no harm reported.